Event description:
The rptr indicated that everything was functioning fine after the pacemaker implant. The nurse went to the pt's room to check the pacer. When she placed the programming want over the device, and as soon as she hit inquire, the device inhibited (the pt is pacer dependent). There appeared to be no output for "at least a minute" if not more. The wand was removed, and output did not come back. Further event description is on page 3 of this document. Temporary pacing was turned on, and it worked fine. Later, the temporary pacing rate was turned down, and correct function came back. The thresholds were good and there were no more problems with the follow-up. The temporary wire could be touching the pacer lead, which could cause inhibition.